Event description:
The customer reported to olympus that all the indicator lights were flashing on the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty scope socket. The device evaluation also found damage to the front panel mouth, rusted chassis on the bottom side and front panel, and rusted top cover. In addition, evaluation found a non-olympus lamp life meter reading over 500+ hours and a customer-installed label on the heat sink. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the indicator light issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.